Manufacturer narrative:
Steris was made aware of this event on (B)(4), 2012 and filed an MDR (1043572-2012-00017) on (B)(4), 2012. At the time the event was reported to steris the customer provided limited information on impact of the event on the patient, citing hippa. The user facility's medwatch (B)(4) disclosed that the patient injury was minor and only monitoring was required. The user facility's medwatch report also confirms operator error to be the cause of the reported event. Specifically the operator unintentionally pressing against the table control switches/hand control.

Event description:
The user facility reported that during a patient procedure the 3080sp table began to flex without being commanded to do so. There was an unknown delay and the surgery was completed successfully; the user facility has declined to provide any additional event information.

Manufacturer narrative:
A steris service technician inspected the table and found the table to be operating to specification. User facility biomedical also inspected the table and could not identify any fault and were unable to duplicate the reported event. The table is not under steris contract and is currently maintained and serviced by the hospital biomedical department. The table subject of the reported event is 18 years old and exceeds its estimated useful life; steris has recommended the table be replaced due to its age. User facility biomedical personnel reported that they believe this event was due to user error as it was reported that a member of the surgical team was seated next to the table in a reclined position with feet resting on the base of the table in the vicinity of where the hand control was placed and it is believed a button was pressed unintentionally, causing the reported movement. Steris has offered in-service training however the user facility has not responded.